Manufacturer narrative:
It was reported that a 4.5x28 enterprise was loaded in a prowler select plus with no event. Then after 10-15 cm push, an extreme resistance was felt. It could not be pushed more and with attempt to pull back, the enterprise system was stuck and it broke. No further information has been provided in response to investigational efforts. The delivery wire of the returned enterprise system was confirmed to be separated. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14097233 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. A non-sterile microcatheter prowler select plus was received coiled inside of a plastic bag. Device was inspected and a flat section was found on the distal section. The cause of the flat section noted in the device could not be conclusively determined; however neither the analysis nor the DHR review suggests a relationship to the manufacturing process. In addition inspections are in place to prevent that these kinds of failures leaving form the facility. Based on the reported information and the location of this flattened section on the distal end, there is no relationship to the reported obstruction at the proximal end of the device. It is possibly related to post procedural handling/return of the device. The hub was inspected and no damages were found on it. Part of the enterprise could be observed stuck inside of the microcatheter. The functional test could not be performed due this received condition. The microcatheter was cut longitudinally in the zone where obstruction area was found and it was observed that the obstruction was caused by what appeared to be ptfe. The ID of microcatheter was measured and was found within specification. Ftir was performed to identify the material causing the obstruction in the microcatheter and the results were representative of the spectra of ptfe. Based on this analysis it was determined that the cause of the obstruction was potentially related to the manufacturing process. Actions were initiated via the risk management process to further investigate the root cause and determine if any corrective actions are needed. Based on this additional investigation, and full review of the manufacturing process, there was no indication of a relationship to the manufacturing process. Additionally, controls are in place to detect damaged ptfe and prevent from leaving the facility. Obstruction of the prowler microcatheter was confirmed with analysis identifying that the obstruction was due to ptfe. The root cause of the ptfe could not be determined with analysis of the device and further investigation into the manufacturing process. There is no evidence that it is related to the manufacturing process. It is possible that procedural factors, device interaction resulting in mechanical disruption on the ptfe may have contributed; however, based on the available information, no definitive conclusion can be made. Therefore, no further corrective actions will be taken at this time. Action was opened to address this failure. This one of two products used during the same procedure on the same patient, which is associated with mfg report t 1058196-2010-00326 and 1058196-2010-00327.

Event description:
A 45x28 enterprise was loaded in a prowler select plus (select plus 150/5 cm 90 shape) with no event. Then after 10-15 cm push, an extreme resistance was felt. It could not be pushed more and the doctor tried to pull back, it is stuck and broken.

Manufacturer narrative:
This one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2010-00326 & 1058196-2010-00327. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
A non-sterile microcatheter prowler select plus was received coiled inside of a plastic bag. Device was inspected and a flat section was found on the distal section. The hub was inspected and no damages were found on it. Part of the enterprise could be observed stuck inside of the microcatheter. The functional test could not be performed due the conditions of the received product (microcatheter obstructed). The unit was cut longitudinally in the zone where obstruction area was found and it was observed that the obstruction was caused apparently by ptfe. The ID of microcatheter was measured and was found within specification. Reported failure by the customer as 'catheter (body/shaft) - obstructed-in patient' was confirmed during the analysis. Ftir was performed to identify the material which caused an obstruction in the microcatheter. Infrared spectra obtained from materials show representative spectra of ptfe. Based on the analysis performed the cause of the obstruction was potentially related to the manufacturing process. The cause of the flat section noted in the device could not be conclusively determined; however neither the analysis nor the DHR review suggests that these damages could be related to the manufacturing process, in addition inspections are in place that impede that these kind of failures leaving form the facility. Action was opened in cordis on (B)(4) 2010, to address this failure. This one of two products used during the same procedure on the same patient, which is associated with mfg report t 1058196-2010-00326 & 1058196-2010-00327. Additional information will be submitted within 30 days upon receipt.